Event description:
The patient also reported having an increase in seizures since the replacement as before the surgery they were only having about 1/day and are now having 2-3/day. No additional relevant information has been received to date.